Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was monitored and functioned properly. No check setting alarm was noted. No cosmetic damage was noted.

Event description:
Customer reported the insulin pump kept alarming check settings. Customer stated he received the device and it alarmed, he programmed it, and later in the night it alarmed again. Customer's blood glucose was 92 mg/dl. Alarm did not occur during first rewind or setting the time and date. No other alarms followed alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.